Manufacturer narrative:
Submit date; 9/15/2016. The device history record of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and was released according to established procedures. No sample was provided for evaluation only pictures showing the enfit connector. Possible root cause could be: enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since the failure mode has not been confirmed to be any manufacturing issue with samples that have been received from previous investigations. The provided picture does not show a detachment. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 06/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/07/2016 that a customer had an issue with an enteral feeding set. The customer reports that the feeding tube disconnects from the peg tube; the tapered end on the tube from the bag will not stay in the fitting and slowly slides out. No harm to the patient reported.